Event description:
Further info received indicated the pt reported vaginal erosion. Based on this new info, this event is covered by the remedial exemption- e199601, assigned on 4/9/99. Therefore, this event should not have been reported due to the exemption.

Event description:
It was reported that subsequent to the implant a protegen sling, the pt was injured and damaged. Because of continued complications due to the sling, the device was removed. The device was not returned for eval.